Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model #: sc-4316 lot #: 16357448 description: next generation anchor kit sterile.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.